Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation suspected from improper soft tissue tension. The humeral head and the taper adapter were removed and replaced. Patient was further revised on (B)(6) 2015 due to dislocation caused by soft tissue. The humeral tray, humeral bearing, and proximal body were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02791 & 02792).